Event description:
Customer reported that the numbers began to scroll on the insulin pump display screen during a bolus. The blood glucose reading was 304 mg/dl. She stated that the screen showed both the battery and reservoir to be empty when the battery was brand new. She stated that the insulin pump had been exposed to water. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.